Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was showing a duplicate profile and required to merge the profile. A technical support specialist (tss) reported that a patient record issue was reviewed, and it was determined that the patient with the incorrect medical record number needed to be discharged either through the enterprise server webpage by authorized users or through a discharge message sent from the system. The tss confirmed that the system then had to resend the orders for the correct medical record number. The tss documented that the issue was confirmed as resolved after these steps were followed and that permission was given to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, merge 2 profile for one patient. User mentioned causing them to unable to pull out med for this patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.